Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 235, 296 and 258 mg/dl. The customer's expected fasting blood glucose test result range is 112 - 121 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer declined to perform a back to back blood test during the call on (B)(6) 2018. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1 :235mg/dl date: (B)(6) 2018 time:6:18pm fasting; result 2 :296mg/dl date: (B)(6) 2018 time:2:15pm fasting; result 3 :258mg/dl date: (B)(6) 2018 time:2:14pm fasting; result 4 :156mg/dl date: (B)(6) 2018 time:8:42pm fasting; result 5 :133mg/dl date: (B)(6) 2018 time:8:40pm fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01545930 returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 235, 296 and 258 mg/dl. The customer's expected fasting blood glucose test result range is 112 - 121 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer declined to perform a back to back blood test during the call on 02/21/2018. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is 02/21/2018. The meter memory was reviewed for previous test result history: result 1 :235mg/dl date:(B)(6) 2018 time:6:18pm fasting. Result 2 :296mg/dl date:(B)(6) 2018 time:2:15pm fasting. Result 3 :258mg/dl date:(B)(6) 2018 time:2:14pm fasting. Result 4 :156mg/dl date:(B)(6) 2018 time:8:42pm fasting. Result 5 :133mg/dl date:(B)(6) 2018 time:8:40pm fasting.